Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving morphine (concentration 20mg/ml dose 0.4005mg/day) the indication for use was non-malignant pain. The patient stated that since he had the pump put in on (B)(6) 2015 he hasn't had pain relief. Patient is weak, has no energy, his legs won't carry him, he has diabetic pain, diarrhea, feels like he is in withdrawal, "a step away from death", bad spikes of pain, spasmatic leg, arm and back pain, can only lay in bed, can't bend over, and has been dealing with pain for 45 years. Patient service specialist explained to patient that there is a titration phase to get him to optimal dosing. The patient was not on oral medication and wasn't before the pump. The patient mentioned that he was on .2498mg/day and was increased to .445mg/day and is in worse shape. His body was worn out, he could not sleep because of his neck pain, he is paralyzed when he lifts his left arm, he has hepatitis and cirrhosis. The patient had to sit outside in the heat to feel better. The patient stated that he was honest when answering his questionnaire and said that he messed around with drugs after he fell off the roof and hurt his back and they are holding that against him. Additional information regarding the steps taken to resolve the reported symptoms, the causality of the paralysis when lifting the left arm has been requested and was not available at this time. If additional information is received, a fol low-up report will be sent.